Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Event description:
It was reported that during an unknown procedure, it was found a sharp sound. The tip was broke during the pre-run test. The broken piece didn't fall into patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.